Manufacturer narrative:
Only the month (B)(6) and year (2021) of the event date are known.

Event description:
It was reported that the medfusion pump failed to recognize the correct syringe size. The pump produced an alarm which interrupted the feeding infusion after two minutes. The infusion was being delivered to a baby patient. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.